Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown accolade stem. It was noted that the patient is being represented by legal counsel. No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Was reported by the patient's son-in-law that the patient had primary surgery in 2010 at (B)(6). The patient had revision of her accolade stem in late (B)(6) 2015 by the same surgeon. It is alleged that the patient had a pseudotumor, metallosis and other medical conditions which, per the son-in-law surgeon is relating to alleged metallosis.